Event description:
A report was received that the patient had frequent charging of the ipg. Database analysis was confirmed and revealed no anomalies. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was doing well post-operatively.